Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
The consumer reported that the patient started the trial yesterday. They had the amplitude all the way up to 10 and the patient was not consistently feeling stimulation sensation. When they would increase the amplitude the patient would only feel stimulation momentarily. It was too early to tell if the patient was getting therapeutic effect. It was confirmed the green light was blinking, indicating therapy was turned on. A healthcare provider (hcp) later reported that they had tried the other side to troubleshoot the intermittent stimulation. The cause of the intermittent stimulation was likely migration of the temporary lead. The issue had been resolved as the leads were removed on (B)(6) 2015.